Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed an atrial threshold at high output mode (hom), measured at 5v. No intervention was performed. The patient was in stable condition. The pacemaker will be further monitored.

Manufacturer narrative:
Further information was requested but not received.